Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30), and the screen went black. This issue occurred during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error code (e216). A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.